Event description:
It was further reported that in (B)(6) 2011 no action was taken and the event was considered resloved without residual effects.

Event description:
Same case as MFR#: 2134265-2010-04397. (B)(4). It was reported that following a stenting treatment procedure the patient developed a hypersensitivity reaction. In april 2010 the first target lesion to be treated was located in the 1st right posterolateral branch with 70% stenosis and was 8.0mm long with a reference vessel diameter of 2.5mm. Pre-dilatation was performed and a 2.50x12mm taxus liberte stent was deployed. Residual stenosis was 0%. The second target lesion, located in the mid right coronary artery, was 80% stenosed and was 15.0mm long with a reference vessel diameter of 2.75mm. Pre-dilatation was again performed and a 2.75x32mm taxus liberte stent was deployed. Residual stenosis was 0%. The patient was discharged the next day on aspirin and prasugrel. No patient complications were reported and the patient's status is fine. 139 days post index procedure, the patient developed a hypersensitivity reaction.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product: device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).